Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon fired the device for the third firing with a gold reload across the stomach. When he observed the staple line the right side had formed correctly but on the left side of the cartridge only the outer row had fired a staple line. The other two staple lines were still in the cartridge. There was bleeding on the staple line and the surgeon used suture to over sew and secure the staple line. The surgeon then used a second like device with a blue reload and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Sleeve. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event?,.blue. Was buttressing material utilized? Yes if so, which product? Gore seamgaurd. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? Yes. If so, when? During firing of the device. Was there any difficulty removing the device from the tissue? No.